Manufacturer narrative:
Date of event was reported as 2016. Information references the main component of the system and other applicable components are: product ID: 3998, lot# j0519158v, implanted: (B)(6) 2005, product type: lead.

Event description:
Information received from the consumer reported that the patient's implantable neurostimulator (ins) stopped working completely and they felt no stimulation. It was reported that the either the lead had gone bad or that the battery had gone dead but it was not known for sure. The manufacturer's representative recommended that the whole ins system be replaced and replacement surgery was scheduled for wed. (B)(6) 2016. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.